Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). This customer plans to return to the device to sorin group (B)(4) for deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On october 20, 2016, sorin group (B)(4) received a user report that had been submitted to the (B)(4), which stated that the sorin heater-cooler system 3t tested positive for mycobacteria chimaera. The report stated that the hospital has not identified any patient infections.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was initially planned to be returned to livanova (B)(4) for deep disinfection and tubing replacement. However, the customer later decided not to return the device and instead a service representative replaced the internal tubing on-site during routine service. Through follow-up communication with the customer, livanova (B)(4) learned that the all of the heater-cooler devices at the facility were taken out of service and a product from a different manufacturer is currently in use. The heater-cooler device subject of this complaint is owned by a third party perfusion service and has been returned to them. It is not unknown what further actions are planned for the involved device. Livanova (B)(4) has initiated a CAPA project for this type of issue.